Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the black exit marker was bunched up when the catheter was trying to be inserted into the endoscope. The physician attempted to move the exit marker all the way up the catheter; however, this did not work and the procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the complaint device was performed and found that the exit marker was bunched up and detached. A functional analysis was not performed. The noted failures likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the black exit marker was bunched up when the catheter was trying to be inserted into the endoscope. The physician attempted to move the exit marker all the way up the catheter; however this did not work and the procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Reported event of exit marker bunched. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was noted that the black exit marker was bunched up when the catheter was trying to be inserted into the endoscope. The physician attempted to move the exit marker all the way up the catheter; however this did not work and the procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.